Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Concomitant medical products: date device received by manufacturer. Device manufacture date. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Corrected data: MFR site: physical manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: open reduction internal fixation was applied to femoral subtrochanteric fractures on (B)(6) 2018. During the surgery, the component part of the arm came off the device at the connecting position. The surgery was completed without delay. There was no adverse consequence to the patient. The surgeon commented that no excessive force was applied to the arm during its use. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part: 398.752, lot: 13-1967: manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 04.feb.2014: the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the received condition agree with the complaint description as the hooked arm has detached from the hohmann-shape body because the laser weld between both components broke. The complaint therefore is confirmed. The device is in a general worn condition. Dimensional inspection: the relevant features are heavy damaged in a manner which prevents accurate measurement of the features. The damages are clearly caused post manufacturing drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Summary: the received condition agree with the complaint description and the complaint is confirmed as the hooked arm has detached from the hohmann-shape body because the laser weld between both components broke. A dimensional inspection therefore is not possible as there is no specific value given. The visual investigation of the remaining laser weld on both components shows that the laser weld was strongly bonded on its entire length with the base materials. The worn condition in general and particularly the worn and blunt hook tip point to the fact that the device manufactured in feb. 2014, was subjected to frequent use and mechanical overload. A final manufacturing conclusion cannot be presented because of the damaged condition of the product. We determine that the most probable cause of breakage is application of excessive force due to the nature of the use and associated accumulated damage and wear. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.